Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2024, the patient faced a kinked cannula, three or more hours after insertion. Again, the patient faced similar issue on (B)(6) 2024 with two infusion sets due to which she experienced high blood glucose level. Therefore, she tried to treat it with bolus via pump, but on the same day ((B)(6) 2024), the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose of 27.7 mmol/l. Moreover, the infusion had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On the day of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.